Event description:
It is reported that during the removal of a distal tibia peri plate, 13 of the 15 screw heads fractured.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Eval summary: no information was provided regarding how the plate/ screw construct was being removed and the type of loading applied during surgery. Any extreme loading applied to the plates or screws could have resulted in screws breaking. Also, if the patient had non-union of a distal tibia fracture, then the plate or screws may have been subjected to additional loading. Excessive bending or load applied to the plate/screw construct during surgery may have resulted in the cortical screws breaking. An exact cause of failure cannot be determined with the information provided. No product was returned. Review of the device history/records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.